Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device single use instrument. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during a laparoscopic gastrectomy procedure, the device was unable to fire and handle could not be squeezed. A new stapler was used in order to complete the case. No patient injury.